Event description:
Rptr went swimming wearing pump (MFR claims is waterproof). No alarms, beeps, screen display changes, error messages or other signs of abnormality were present. Casing was not visibly cracked or damaged. O-ring was seated properly and applied and seated by the MFR. Pump had never been dropped by user and had been in rptr's possession < 2 days (due to previous waterproofing problems with alarms. Rptr began to feel symptoms of elevated blood sugar levels, and tested. They used the one touch profile and got a reading of 362 mg/dl. They pressed the audio bolus button and the pump did not respond. They pressed the enter button and the pump did not respond. Rprt also pressed the up and down buttons to no response. Repeatedly pressed all buttons hoping to at least trip an alarm and obtain an error code. Nothing happened. Rptr removed the batteries and reinserted them. Still no response. The batteries and chamber were dry, but the ribbons were moist. Rptr squinted at the display and is not certain, but they believe they detected a bit of condensation in the lower right hand corner. They called technical svcs at animas after taking a bolus to lower blood glucose by syring. The rep decided to replace the pump without further troubleshooting. It was saturday and the pump would not arrive until tuesday. (Incidentally rptr had a pump scheduled to arrive on monday because their previous history of failures with animas was warranted by them to supply rptr with a back-up pump; "original" pump had broken with waterproofing problems on thursday night. The back-up pump was first warranted after 5th replacement. Hence, from saturday night until monday lunch rptr had to take insulin, only humalog and getting up in the middle of the night, by syringe. While rptr recovered nicely, they might have passed out and been hospitalized had they not tested their blood glucose level about 1.5 hrs after they'd been swimming and corrected level by syringe. Rptr feels it is a danger to others to distribute pumps marketed as waterproof when they prove not to be, especially in instances where there is any possibility that the user would fail to be notified when such a malfunction occurs. Since may of 2001 rptr has worn 10-15 animas pumps, models r1000 and ir1000, all of which rptr believes to have malfunctioned due to poor waterproofing. Rptr has spoken to MFR on numerous occasions. They have been courteous and professional. Rptr would like to see an investigation conducted. Rptr expects it to have 2 consequences: 1) revokation of the waterproof label. 2) prevention of user to experience a pump malfunction without causing an alarm. Rptr would also like the newest pump, model ir 1200, to be tested as they have no knowledge of a change in performance spec for this pump. If these health hazards cannot be resolved, rptr would like to see these pumps removed from the market. Further, when rptr asked dir of pump support about the evaluations of several pumps last summer, the engineers all had reported a water breach, (rptr believes there were 3 or 4 pumps in question at the time) but it could not be trended or resolved because each time a different valve or gasket or seal had broken or malfunctioned. However, they all had the same symptoms and consequences to rptr.